Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to completely broken reservoir tube lip device received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address or serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and the reservoir was unable to lock in place when inserted into insulin pump. Customer's blood glucose value was 394 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer will return device for analysis.